Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Hemorrhage is included as a possible complication in the instructions for use (IFU) for the indigo aspiration system. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During its post-market surveillance activities on 06-jul-2023, penumbra inc. Became aware of a journal article titled, "outcomes of catheter-based interventions for the treatment of intermediate to high-risk pulmonary embolism in patients with high bleeding risk: a single-centre experience" (chan l. Et al. 2023). In this retrospective cohort study, fourteen patients with intermediate to high-risk pulmonary embolism who underwent aspiration thrombectomy (at) in the pulmonary artery using indigo system cat8 aspiration catheter (cat8) between january 2016 and december 2021 were included. It was reported that seven patients who were treated with at using cat8 had blood loss and transfusion was required within 72 hours post-procedure. It was discussed that the blood loss in the at group might be explained by the nature of the at procedure, in which large quantities of blood was aspirated together with the emboli clots.